Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, dizziness, nausea, coughing up blood, heart issues, difficulty breathing, and hospital visit. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This notification was reviewed due to a patient reporting headaches, dizziness, nausea, "went to hospital", coughing up blood, heart issues, and difficulty breathing. No further clinical details were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce the reported event as a serious injury. In this report, section h - type of reported complaint, health impact code has been updated.